Event description:
IV pump malfunction. IV medication bag phenylephrine was not spiked completely and was not pulling medication from the IV bag. IV pump did not alarm upstream occlusion but instead it continued to display that the medication was infusing. No harm occured to the patient, and biomed was notified. Biomed cleaned the infrared eye, once cleaned a few test infusions were ran and tested for upstream occlusions which it passed each time and set off the alarm.